Manufacturer narrative:
One sacett suction above cuff tracheal tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. A syringe was used to inflate the cuff while submerged under water; leakage was observed coming out of the pilot balloon. Relevant documents were reviewed and deemed adequate. Bell-out, fit inflation line, pressure decay test operations, production line, and training records were all reviewed; no discrepancies. Tracheal inflation line and leak test was performed on (B)(4) units from production floor; no leaks were observed or other discrepancies. Based on the evidence, the complaint was confirmed. The root cause was found to be due to the manufacturing process as the rubber used in the fixture of the inflation line was not changed during quarterly preventative maintenance.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex sacett suction above cuff tracheal tube cuff worked properly during a pre-use check. However, six hours after intubation, the customer measured the cuff air pressure and noticed air was leaking from the pilot balloon. Subsequently, a tube change out was required. There were no adverse patient effects.